Event description:
The customer stated that the architect c8000 analyzer generated an initial decreased calcium result of 1.14 mmol/l. The sample was repeated on another analyzer and a result of 2.45 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
A field service representative (fsr) was sent to the account and observed the reagent probe was bent. The probe was replaced which resolved the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect calcium reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.